Event description:
In the anterior discectomy of the spine - l4 & l5, three duet suture anchors malfunctioned whilst being inserted in one pt. When the driver was removed from the pt, the sutures detached from the anchor. It appears the anchor fractured, however, this can not be confirmed because the anchors remained in situ and the sutures were not retained by the hosp. There is no problem with the pt. We will not receive the product as they were disposed of.

Manufacturer narrative:
The duet suture anchor is indicated for use in arthroscopic or open surgical procedures to reattach soft tissue to bone. It is indicated for rotator cuff repair. This was clear misuse of the product.